Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
Upon receipt of the suture passer by the customer, it was tested and was unable to pass through the guide. There was no patient involvement.

Manufacturer narrative:
The complaint sample was evaluated, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A review of the complaint history determined that no action is required. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.